Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the signal problem. There was no reported patient involvement.

Event description:
It was reported to philips that the device's ECG signal was abnormal. There was no reported patient involvement.